Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide test result. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse replaced the reagent 3 manifold and transducer assembly. The cse replaced the sample 1 mixer and performed sample 1 mixer adjustments. The cse ran the auto-alignment procedure for the sample 1 probe and ran the sample mix test. The cse replaced the vessel vacuum cup and lubricated the vessel loader pickup assy. The cause of the discordant carbon dioxide test result is unknown. The instrument is performing according to specifications. No further evaluation of this device is needed.

Event description:
A discordant, falsely low carbon dioxide (co2) patient sample test result was obtained on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate dimension vista 1500 instrument. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide test result.